Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing that resulted in bradycardia pacing not being delivered when required. Technical services (ts) recommended to have an in office evaluation and provided troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated initial reported email. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing that resulted in bradycardia pacing not being delivered when required. Technical services (ts) recommended to have an in office evaluation and provided troubleshooting options. This product remains in service. No adverse patient effects were reported.